Event description:
A false positive advia centaur troponin xp ultra result was obtained by the customer and considered discordant when compared to a negative test result from a second patient sample draw. The second sample was drawn due to emergency room protocol and the difference of results was observed by the registered nurse (rn). The initially positive sample was retested and the result was negative. The laboratory issued a corrective report. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse found no system issues, however the system log indicated a clotted sample. The customer's quality control results were within acceptable limits. The cause for the discordant positive result when compared to the repeat negative test results may be attributed to specimen collection and handling. The IFU under the specimen collection and handling section states: "before placing samples on the system, ensure that samples have the following characteristics: free of fibrin or other particulate matter, free of bubbles." The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." The instrument is performing within specifications.